Manufacturer narrative:
The reported event of a loose or intermittent connection was confirmed by analysis. Final analysis found material in the hex cavity, preventing full insertion of the torque driver and causing the reported event. No anomalies were detected.

Event description:
It was reported that the patient presented for a follow-up visit following their implantable cardioverter defibrillator (ICD) implantation. Evaluation revealed that the right atrial (ra) lead demonstrated low pacing impedance, failure to sense, and failure to capture. The ra lead was reset; however, the issue persisted, leading to explant and successful replacement. During connection of the new ra lead to the device, a loose torque wrench connection prevented proper fixation. The ICD was then successfully replaced, resolving the issue. The patient remained stable throughout.